Event description:
It was reported to philips that the equipment does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the equipment did not start up. Upon troubleshooting fse tried to reload the suite pc software but still the issue persists and found the x-ray pc bcm error and found that suite pc and x-ray pc both are defective. To resolve this issue, fse replaced the suite pc and x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.